Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of break in aseptic technique, nausea and bacterial peritonitis with culture positive for staphylococcus coagulaza negative in a (B)(6) male patient coincident with extraneal, nutrineal and capd staysafe therapies. On (B)(6) 2005, the patient began treatment with extraneal viaflex, nutrineal and capd staysafe (doses, frequency and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the patient developed bacterial peritonitis. On an unreported date, the patient was hospitalized due to clinical signs of acute peritonitis (abdominal pain and nausea). The severity for the event of bacterial peritonitis was considered severe. On (B)(6) 2010, the patient received remedial treatment with "vankomicin" 3 grams. On (B)(6) 2010, the patient received ceftazidime 1.5 grams one time daily ip. On (B)(6) 2010, the patient received ciprofloxacin 500 mg four times a day (x4) per os. On an unreported date, the patient recovered from the event of bacterial peritonitis and nausea. The outcome for the event of break in aseptic technique was not reported. Action taken with extraneal, nutrineal and capd staysafe therapies were not reported. The physician stated the events of nausea and bacterial peritonitis with culture positive for staphylococcus coagulaza negative were unrelated to extraneal, nutrineal and capd staysafe therapies. The physician did not provide an opinion of causality for the event of break in aseptic technique and the relationship to extraneal, nutrineal and capd staysafe therapies. The physician reported that root cause of the bacterial peritonitis and nausea was a break in aseptic technique.